Event description:
The user facility reported a water and steam leak from the bottom of their 16" century sterilizer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and confirmed the unit's pressure regulator valve (prv) was leaking steam and water. The sterilizer was installed in august of 2007 and is not under a steris service contract. The century sterilizer maintenance manual (table 4-2) indicates the pressure regulator valve requires replacement at a minimum frequency of once per year.the technician replaced the pressure regulator valve, completed a test cycle and confirmed the unit was operating to specification. No further issues have been reported.